Event description:
Facility, (B)(6), called stating that the plug buttons on the bs1189-111-ae-00 bed's bed rails are allegedly coming out and the metal is allegedly scratching the patient's legs.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model bs1180-111-ae-00, serial number/date code (B)(4). The owner's manual part number 1-150-065-a was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Invacare consumer affairs called to speak with the director of nursing at (B)(6) facility. She stated that the rails did not have plugs on them, therefore, the metal was exposed and the consumer rubbed their skin across this. The consumer sustained a scratch. She received antibiotics for the scratch. The facility ordered plugs and have placed them on the unit. The product did not malfunction in any way. The product was placed back in use once the plugs were put on the rails. The product is not being returned. The malfunction has not been confirmed.